Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. Service was dispatched for this event and proactively replaced the dispense probe plate and replaced the mixer-gripper-spinners. The fse then completed a preventative maintenance. The replaced hardware was not made available for evaluation. The fse did not identify a malfunction of any specific part as having caused the generation of the non-reproducible access accutni+3 result. Evidence with which to attribute the cause of this event to a malfunction or to use error is either contradictory or insufficient. No hardware errors, flags or other assay issues were reported in conjunction with this event. In conclusion: the cause of this event is unknown cannot be determined with the supplied information.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results for one patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial access accutni+3 result recovered above the assay's normal reference range. The patient was redrawn and this sample was analyzed on the same unicel dxi 800 access immunoassay system two times and the results were within the assay's normal reference range. The initial access accutni+3 result was released from the laboratory. The customer indicated that the patient had been admitted to a hospital as a consequence of the elevated result and had undergone angio catheterization procedure. The following day, the initial patient's sample was re-analyzed on the same unicel dxi 800 access immunoassay system and recovered within the normal reference range. All system parameters (including quality control (qc), calibration, and system check) have been recovering within assay and instrument specifications. The customer performed access accutni+3 precision studies on each of the four individual pipettors as part of guided troubleshooting. Precision as reported by the customer is within product claims for this assay. The customer reported that the initial sample was plasma collected in a lithium heparin tube with gel separator and centrifuged at an unknown speed for 4 minutes. The customer indicated that the initial sample had originally gone to an automation line sample storage area until an access accutni+3 assay was requested a couple hours later. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to evaluate the analyzer's performance.